Manufacturer narrative:
Baxter received and evaluated the device. The reported condition of no guide for loading tubing was verified as the pump did not prompt the user to load a set when the door was open. The cause was determined during a visual inspection to be a partially depressed upper hook switch. The upper auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not prompt to load the tubing into the pump. There was no patient involvement. No additional information is available.